Event description:
It was reported that upon the second use of this fiber it was found to be broken. No further information was provided.

Event description:
It was reported that upon the second use of this fiber it was found to be broken. The procedure was completed using an alternate fiber. There were no patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first and last name, MFR email address.

Event description:
It was reported that upon the second use of this fiber it was found to be broken. The procedure was completed using an alternate fiber. There were no patient complications.